Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The site reported that the patient had stated that their mpu was not working at all. She tried putting new batteries in the device and plugged it back in without any luck powering the mpu. She brought it to clinic and both the vad coordinator and biomed tried to troubleshoot the device and neither of them could get it to power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) assembly was made in (B)(6) 2020. The unit was packaged and placed into stock on (B)(6) 2020. The unit was sent to the customer on (B)(6) 2020. The unit had no previous services. The reported event, of the mpu not producing output, was confirmed when the unit was evaluated by technical service. The ac/dc power supply unit inside the mpu was damaged and replaced. Further evaluation of the power supply unit found a blown/damaged mains fuse. The failure corresponds with the event description (of the mpu not powering up when connected to ac mains). A replacement mpu was sent to the customer. The repaired mpu was tested and transferred to the rental/loaner pool. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.